Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to determine the root cause as user fault. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. The blower is defective and needs to be replaced.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals technical failure 401 "inspiration valve or device leaky" alarm. Also it looks like it was running for a quite long time on high temperatures. Error log is showing also 240 "temperature of blower too high" and 241 "temperature of blower high". The blower test revealed 1.92 a and only about 18.000 rpm.

Event description:
The customer reported bellavista 1000 having technical failure 240, 241, and 401 while ventilating a patient. Given these alarms, medical personnel decided to replace this equipment and requested a repair visit. There was no patient harm reported associated with the event.